Event description:
When customer uses the lifestyles brand of condoms with non-oxynol 9 customer gets red irritated bumps on the head of customer's uncircumcised penis, customer had the doctor look at customer's red bumps but when he saw them they were barely noticeable. Right after sex using these condoms the bumps get irritated, they string and itch.